Event description:
The customer reported receiving a no delivery alarm. The customer stated that she already changed the infusion set and the reservoir, but she still was getting the alarm. Troubleshooting was performed. The customer was unable to push insulin through, and the insulin was leaking past the o-rings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.